Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Final analysis of the lead (s/n (B)(4) ) found no significant anomaly. The body was cut through and segmented. Final analysis of the lead (s/n (B)(4)) found no significant anomaly. The body was cut through and segmented.

Event description:
It was reported that the patient had a loss of efficacy. The patient¿s leads were consequently explanted. No further information was reported.